Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 568 mg/dl. Customer administered a manual injection to address bg, went to the emergency room with high ketones identified as life-threatening by a healthcare provider, and was subsequently admitted to the intensive care unit. Customer declined troubleshooting with tandem technical support and declined to provide further information. The customer continued to use the pump for insulin therapy.